Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery would not charge. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on the components from use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing, it was discovered that the battery device would not hold a charge. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.